Event description:
Complainant alleged that during biomed testing of the device, pressing the energy select up button causes device to go into charge mode instead of selecting energy. Complainant indicated that there was no pt involvement in the reported malfunction.